Event description:
It was reported by service report that the siderails were not latching correctly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: siderails not latching in upright position.